Event description:
It was reported that the pt was admitted for elective total hysterectomy, bilateral salpingo-oophrectomy and discharged in stable condition 3 days later. Post-operatively the pt was seen in the clinic six days later with a diagnosis of "wound infection." Cipro was prescribed. In 08/1997, 09/1997 and 09/1997 pt was seen for follow up. In 09/1997 it was noted that the incision was healing, no problems.